Event description:
During the case, (robotically assisted hysterectomy, bilateral salpingectomy, cystoscopy), the pk dissecting forceps stopped articulating and we noticed a bent wire. Instrument removed and replaced to complete the procedure. Event abated after use: yes.